Event description:
It was reported by the customer the scale had a potential inaccurate weight reading. No patient involvement, adverse consequence, or clinically relevant delay in treatment was reported.